Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the complete lead was returned with stylet inserted on it. Helix was partially extended. Tissue noted entwined in the helix. Blood/body fluid noted in the helix housing and in the neck region. Helix mechanism difficulty was confirmed. The helix was not able to be retracted or extended at the laboratory, post decontamination. The tissue noted entwined in the helix was likely a contributing factor of the helix mechanism difficulty seen in the field. Analysis was unable to confirm dislodgement.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. It was attempted to be repositioned, but the lead helix would not re-extend. The rv lead was explanted. No additional adverse patient effects were reported.